Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room for device change out due to normal eri. During the procedure externalized conductors were noted on the right ventricular lead. No electrical anomalies were detected. The lead remains implanted and the patient will be monitored.